Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding the report and was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, the tip of the electrodes were observed to have been breaking in less than a minute of use for both of the first two electrode loops. The procedure was said to have been completed using a third electrode from a different lot number. Olympus was informed by the user facility that there was no device fragment identified to have fallen inside the patient. The user facility returned two electrodes to olympus for evaluation. The evaluation confirmed the user's report of broken tip. The loop wire on both of the electrodes were detached from the yellow protector sheath. There was evidence of discoloration throughout the loop wire. This type of damage is likely due to user technique.

Event description:
Oca undertook a retrospective review of its MDR files for the period of january 2005 to april 2015. Based upon this review, we are submitting this MDR to separately account for each of the two devices involved in this event. The user facility reported that during an unspecified procedure, the tip of two electrodes broke after one minute of use. There was no patient injury reported. Please cross reference MFR. Report numbers: 9610773-2011-00012 to account for the two devices as referenced in the original report.